Event description:
During preparation for use for a cardiopulmonary bypass procedure, the roller pump unexpectedly stopped, displaying "underspeed" and "overspeed" messages. The pump was replaced with an alternate device. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not begun.